Event description:
It was reported that the patient presented to the emergency room with sharp pains on the right side of her chest. The right atrial lead exhibited loss of capture, undersensing, and elevated impedance due to lead dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.